Event description:
It was reported that the 9800 system locked up during a procedure. The system was rebooted and operated normally. No adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The circuit boards and the interconnects were reseated and secured. The system was tested and found to be working as intended and placed back into service.